Event description:
Explanting physician reported, "dissatisfaction with the shape and stiffness of the chest. And discomfort on the left". Capsular contracture, baker grade iii. Degree on the left. A double capsule and seroma was diagnosed, during explant surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Explanting physician reported "dissatisfaction with the shape and stiffness of the chest and discomfort on the left". Capsular contracture baker grade iii degree on the left, a double capsule and seroma was diagnosed during explant surgery. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/04/2024.

Event description:
Explanting physician reported, "dissatisfaction with the shape and stiffness of the chest. And discomfort on the left". Capsular contracture, baker grade iii. Degree on the left, a double capsule and seroma was diagnosed, during explant surgery. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Seroma: unable to observe, since it is not related to the device. Double capsule: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed